Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0v7mk, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported leaking, loss of stimulation and new stimulation location. The patient had increased stimulation by herself. When the patient increased she noticed after a day she no longer felt stimulation. The patient also reported that they felt stimulation in the normal area (hip and perennial area) daily but stimulation also went to rectum and felt uncomfortable like a hemorrhoid. It was also noted that the change in therapy /symptom was reported as sudden on (B)(6) 2015. There were no falls/traumas reported that could be related to this issue and did not have any recent medical test or emi environmental exposure. Troubleshooting/intervention and results were not clear. The patient was leaking and the location of the symptom was the bladder. The patient also mentioned that she was active and trims shrubs, mows lawn, uses weed eater, etc. The indications for use for this patient fecal incontinence and gastrointestinal/ pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the health care provider changed the programmer from program 2 to 1 program to resolve the reported issues.